Manufacturer narrative:
The exact date of the event is unknown. The provided event date was chosen as a best estimate based on the date that the manufacturer became aware of the event. (B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a zero tip basket was to be used in the urinary tract during a urinary tract lithotripsy procedure performed on an unknown date. According to the complainant, during unpacking, the wire of the basket was damaged and separated. The procedure was completed with another zero tip basket. There were no patient complications as a result of this event. Attempts to obtain additional information regarding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
Block b3: the exact date of the event is unknown. The provided event date was chosen as a best estimate based on the date that the manufacturer became aware of the event. Block h6: device code 1069 captures the reportable event of the basket wire separated. Block h10: visual analysis of the returned device found the basket was in opened positioned when received. One of the basket wires was broken but is still attached to the basket assembly. As per complaint information, the issue occurred during preparation. The failure, basket wire broken, is an issue that could have been generated due to manipulation of the device during preparation/testing/unpacking. During manufacturing, the devices are inspected in order to confirm the basket legs are not crossed and no wires are broken; also the basket extension/retraction is confirmed in this procedure. These inspections would have detected the encountered issue; however, there is no control on how the devices are handle/manipulated in the field. Based on the information available and the analysis performed, the most probable investigation conclusion code is unintended use error caused or contributed to event, since the interaction between the user and device caused or contributed to the error. This includes unintended inappropriate use of the device and incorrect sample preparation. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly, and performance specifications at the time of release for distribution. A labeling review was performed and there is no evidence that the device was not used in accordance with the directions for use (dfu) or label.

Event description:
It was reported to boston scientific corporation that a zero tip basket was to be used in the urinary tract during a urinary tract lithotripsy procedure performed on an unknown date. According to the complainant, during unpacking, the wire of the basket was damaged and separated. The procedure was completed with another zero tip basket. There were no patient complications as a result of this event. Attempts to obtain additional information regarding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Event description:
It was reported to boston scientific corporation that a zero tip basket was to be used in the urinary tract during a urinary tract lithotripsy procedure performed on an unknown date. According to the complainant, during unpacking, the wire of the basket was damaged and separated. The procedure was completed with another zero tip basket. There were no patient complications as a result of this event. Attempts to obtain additional information regarding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
The exact date of the event is unknown. The provided event date was chosen as a best estimate based on the date that the manufacturer became aware of the event. Device code 1069 captures the reportable event of the basket wire separated. Visual analysis of the returned device found the basket was in opened positioned when received. One of the basket wires was broken but is still attached to the basket assembly. As per complaint information, the issue occurred during preparation. The failure, basket wire broken, is an issue that could have been generated due to manipulation of the device during preparation/testing/unpacking. During manufacturing, the devices are inspected in order to confirm the basket legs are not crossed and no wires are broken; also the basket extension/retraction is confirmed in this procedure. These inspections would have detected the encountered issue; however, there is no control on how the devices are handle/manipulated in the field. Based on the information available and the analysis performed, the most probable investigation conclusion code is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly, and performance specifications at the time of release for distribution.